Event description:
See separate letter for (B)(6) that describes collapse of transport chair, medline execel translater, model mds808200rtr sold and currently on the shelves at (B)(4). One of the above transport chairs that I was occupying and not moving, without any indication of pending danger had a rear, suspension rotation and collapse, causing me head injury, skin injuries to the hands and arms. This resulted in an ambulance trip to a local hospital, a catscan and wound treatments. Document number: (B)(4).